Event description:
Related manufacturer reference number: 1627487-2023-01626, related manufacturer reference number: 1627487-2023-01724. Additional information received indicates that the patient's lead had high impedance resulting in ineffective therapy and the ipg was electively replaced. Reportedly, effective therapy was achieved post op.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this incident, attempts were made to obtain complete device information. Further information was requested but not received. Corrected data: d1 - brand name.

Event description:
Additional information received indicates the lead was either implanted in 2013 or 2014. Exact date of implant unable to be obtained.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of adverse event is estimated. During processing of this incident, attempts were made to obtain complete event and device information. Further information was requested but not received.

Event description:
Related manufacturer reference number: 1627487-2023-01723. It was reported that the patient¿s peripheral lead and ipg were explanted and replaced for an unknown reason.